Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the endoeye flex deflectable videoscope image was not visible due to noise (sandstorm) during preparation for use. The intended procedure was a therapeutic laparoscopic inguinal hernia repair. There was a delay of a few minutes while the patient was under general anesthesia, until the subject device could be replaced. The procedure was completed using another endoeye flex deflectable videoscope but with a different serial number. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image not visible due to noise (sandstorm) was not confirmed. In addition, the subject device displayed a b30 (scope communication error) code due to a damaged connector board and disconnection of imaging cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "image cannot be seen due to noise (static noise) was not recognized - rather, it was verified as the second suggested phenomenon, below. The suggested phenomenon of "blackout occurred at the timing of power-on as well as b30" was presumed to have been due to the following: breakage of the connector circuit board; the causes of breakage of the connector circuit board are presumed as accumulation of electrical stress by repeated energization, accidental application of static electricity, or overcurrent such as electric leakage, which led to electrical breakage. Breakage of the ccd [charged coupled device] cable; this was caused by application of excessive bending stress to the universal cord near the boot. However, a further cause could not be specified. Olympus will continue to monitor field performance for this device.